Event description:
(B)(4): it was reported that during a surgical procedure a flexstrip allegedly fell out of a visum led surgical light spring arm and onto the floor. The flexstrip component did not reportedly fall onto a patient or user. There was no reported adverse consequences as a result of the alleged event.

Manufacturer narrative:
It was reported that there was patient involvement, however, no information regarding the patient is known at this time. There were no reported adverse consequences reported. Evaluation summary: a stryker field service representative visited the facility to evaluate the lights from which a flexstrip component allegedly fell. The stryker field service representative confirmed the flexstrip had fallen and replaced the flexstrip. The investigation is ongoing as to the reason for the flexstrip falling.